Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the t:lock. Customer performed a supply change to address the issue. Customer¿s blood glucose level was over 400 mg/dl to "high" and they experienced "positive ketones" and vomiting. Customer administered a bolus via the pump and a manual injection to address bg and continued to use the pump for insulin therapy.